Event description:
This report is being filed after the subsequent review of the following journal article: hannibal m, thomas d, low j, hsu and zucherman, 2007. Volume 32, 2322-2326 USA a comparison of 1-level versus 2-level arthroplasty patients with a minimum 2 year follow up volume 32, number 21, pp. 2322-2326 USA. The purpose of this study to determine if there is a clinical difference between the 1-level prodisc-l patients versus the 2-level prodisc-l patients at a minimum of 2 years of follow-up. The study population included a total of 59 patients with an average age of 39 years, 38 males and 21 females. There were 27 patients who received prodisc at one level and 32 who received prodisc-l at 2 levels with at least two years follow-up. Various assessment tools were filled at the initial preoperative visit well as each subsequent postoperative visit at 6 weeks, 3 months, 6 months, 1 year, 18 months and 2 years. Complications: one patient had an l5 vertebral body fracture which caused prosthesis subsidence and underwent explantation. This report 4 of 6 for (B)(4). This report is for a prodisc -l with an unknown part number, lot number and quantity

Manufacturer narrative:
Additional narrative: device used for treatment not diagnosis. This report is for unknown prodisc-l implant, superior plate . Unknown part and lot number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.